Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found that problem to both the leaking probe and background test failures was caused by the tubing at lv8 which was not being pinched off by the valve, allowing it to bleed off the vacuum in the system. He replaced the tubing through lv8 to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a leak when using the coulter® act diff analyzer. The leak was described as a few drops of fluid from the probe during startup. The leak was contained within the instrument. The white blood cell (wbc) parameter was intermittently failing startup. Quality control samples were within specifications. The operator was wearing a gloves and a lab coat when the leak was identified. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.